Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a technical alarm was found in the device logs indicating that the input voltage to the turbine module was too low. Information was received that the alarm was only logged once, the unit have been used ever since, and no parts have been replaced. The evaluation of the received device logs can confirm this, the alarm was only generated once, and there are no other findings that could indicate on a permanent device malfunction. The cause of the single generation of the technical alarm cannot be established by this investigation, if the alarm should occur again, the recommendation is to replace the turbine module.

Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module input voltage failure. There was no patient harm. (B)(4).